Event description:
Per literature review article "use caution when applying magnets to pacemakers or defibrillators for surgery" schulman, peter., et al., it was reported that a patient with a dual chamber pacemaker had recurrent pericardial effusion. The patient presented for elective operative pericardial window without preoperative evaluation of the pacemaker. During the procedure, the patient's arterial blood pressure decreased after administration of the anesthesia medication. A magnet was placed over the device, intending to help cardiac output by increasing the heart rate from 75 beats per minute (bpm) to 100 bpm. The patient's vital signs deteriorated, and cardiopulmonary resuscitation was started, followed by emergent minithoracotomy with improvement of conditions. Postoperative review found that magnet application initiated asynchronous pacing as expected; however, there was complete atrial non capture, and ventricular non capture every other pace, causing ventricular only pacing at 50 bpm, which appeared to have exacerbated the hemodynamic compromise. A postoperative pacemaker check found that the most recent device interrogation had been approximately 15 months prior to the surgery. Postoperative device interrogation also showed new inadequate atrial and chronic inadequate ventricular pacing outputs relative to pacing threshold for this pacing dependent patient. No additional adverse patient effects were reported. The status of the device was unknown. Attempts were made to obtain additional information; however, no additional information was provided.